Event description:
It was reported that while driving with the ilet, the user¿s companion received a critical alert and the user¿s glucose trended down after a prior rise to 218 mg/dl, with the user confirming an ¿urgent low soon¿ alert and treatment of the low with oral carbohydrates. Symptoms included hypoglycemia with imminent low glucose alert. Outcomes included no hospitalization and resolution after self-treatment. Investigation included a review of alert history and user education on treating lows, meal announcements, correction strategies, and avoiding unnecessary pump pauses. Investigation of this case revealed no device malfunction, with hypoglycemia occurring in the setting of meal declaration and subsequent glucose decline, consistent with use-related factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.